Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead was bent. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix bent was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was bent/damaged due to procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to the bent/damaged helix due to procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.